Event description:
Attempted to remove "u by kotex" regular absorbency "click-connect" tampon on (B)(6) 2019. The [invalid] for removal separated from the cotton tampon when I pulled it. The cotton remained in my vagina and I removed it digitally. Though the process was uncomfortable, I don't see any evidence of injury. I had heard of a similar issue with kotex regular absorbency tampons last year, but the lot (nn912313c) and dept (ktucm-34) numbers listed on my box were not listed as recalled on the company's website. The tampon had been inserted for about 5 hours. This problem has not occurred previously with this or any other brand of tampon. The tampon was taken from a "u by kotex click-compact" 17 regular and 17 super absorbency assorted box. This was the first of the regular absorbency tampons used from that box. FDA safety report ID# (B)(4).